Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed high out-of-range shock impedance. All other impedances were in range. Technical services (ts) reviewed this case and noted the measurement was of 125 ohms. Ts discussed this device's right ventricular lead is single coiled and this type of lead can trend with high impedances. Thus, this is not likely a lead issue. The shock impedance over the last year has been stable. It was recommended to reprogram this device, resetting the shock impedance alert and continue monitoring the patient. Ts finally recommended to consider a commanded shock if the shock impedance keeps getting higher. Reportedly, the patient's ICD was reprogrammed and the commanded shock therapy was not performed. This ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed high out-of-range shock impedance. All other impedances were in range. Technical services (ts) reviewed this case and noted the measurements was of 125 ohms. Ts discussed this device's right ventricular lead is single coiled and this type of lead can trend with high impedances. Thus, this is not likely a lead issue. The shock impedance over the last year has been stable. It was recommended to reprogram this device, resetting the shock impedance alert and continue monitoring the patient. Ts finally recommended to considered a commanded shock if the shock impedance keeps getting higher. Reportedly, the patient's ICD was reprogrammed and the commanded shock therapy was not performed. This ICD remains in service and no adverse patient effects were reported.